Event description:
Related manufacturer reference numbers: 3006705815-2022-13650 and 3006705815-2022-13651. It was reported that the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention in (B)(6) 2019 (exact event date unknown) wherein the entire scs system was explanted and replaced with a competitor system. No additional information is known. It is unknown which two leads the patient had explanted, therefore all suspected leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.